Event description:
Laparoscopic cholecystectomy. "First clip loaded and clipped into place. Next 3 clips scissored when being clipped. Dr. Did not use after third attempt."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to FDA.